Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that buttons of the insulin pump were responding. Customer's blood glucose level was unknown at the time of incident. Customer stated that time clock was not advancing. Customer also stated that they would not clear as the battery out limit alarm kept coming again. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm or frozen screen were noted.